Event description:
Boston scientific received information that this device declared elective replacement indicator (eri) early due to extended charge times, which may be indicative of an out of specification behavior. A replacement will be scheduled in the near future. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that this device was explanted and replaced due to battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
No further information is available. This report will be updated if more information becomes available.